Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving medication via an implanted pump. The patient also took unspecified oral meds. The indication for pump use was failed back surgery syndrome - other and non-malignant pain. On 10-jun-2016 it was reported that the patient didn't feel like she was getting any pain relief. It helped somewhat for a short time and then it didn't help with the pain. Dose adjustments had been made but had not helped. The doctor tried injections in her back. Those helped with the pain the first two times, but the most recent one did not help with the pain either. The patient started hearing a pump alarm in (B)(6) 2016. The patient's pump was being replaced on (B)(6) 2016.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.